Event description:
Procedure type: left upper lobectomy. According to the reporter: the device was set on the tissue using an introducer and firing was done without removing it. After the jaws were opened, bleeding occurred immediately. After removing the blood, it was found that the stump was not stapled. The surgeon ligated the tissue and managed to ameliorate the situation. The pt went into cardiac arrest once but his cardiac function recovered after that. The surgeon stated he did not feel anything was wrong with the device upon firing but no staple deploys. About 5000cc of transfusion was required. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.